Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection and detailed analysis revealed fracture, insulation abrasion and calcification. It was noted the conductor damage was approximately 20 cm from the terminal pin in an area where the insulation was partially abraded. The abrasion is consistent with lead-on-lead contact. The fracture is consistent with fatigue fracture. The reported clinical observations are likely the result of the lead damage observed by the laboratory.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient recently received multiple inappropriate shocks as a result of oversensed noise on the right ventricular (rv) lead. Therapy was not exhausted. It was noted the rv lead fractured several months ago, but the patient did not have the communicator hooked up to alert the clinic. The rv lead was tested with the pacing system analyzer (psa) and the pacing impedance was greater than 3000 ohms. There was also loss of capture at maximum output. Tachy therapy was programmed off. The physician attempted a lead revision, but could not get access, so referred the patient for explant. The patient was given a life vest to wear until revision could take place. The next day, this rv lead was successfully explanted and replaced. No additional adverse patient effects were reported.